Event description:
It was reported on (B)(6) 2025 that the patient presented with grade 4 degenerative mitral regurgitation (mr), posterior mitral leaflet prolapse, and flail leaflet for a mitraclip procedure. During the procedure, two mitraclips were implanted. An attempt was made to deploy third clip. The clip arms confirmed to be perpendicular to the line of coaptation. The leaflet coaptation and insertion during the procedure was performed to ensure there was sufficient leaflet capture and was satisfactory. There was single leaflet device attachment(slda) from anterior leaflet post deployment. As per the physician, the leaflets had friable tissue that led to slda and subsequent tissue injury. There was tissue noted in the anterior arm of the clip. No clips were implanted to stabilize slda. The mr was reduced to grade 3 post procedure. There was no clinically significant delay.

Manufacturer narrative:
The device remains implanted in patient. The device will not be returned for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Manufacturer narrative:
The device was not returned. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to the reported event. Additionally, a review of the complaint history identified no similar complaints from the lot. Based on available information, the cause for the reported single leaflet device attachment (slda) resulting in tissue injury was due to the challenging anatomy. Additionally, the reported patient effects of tissue injury is listed in the mitraclip system instructions for use as a known possible complication associated with mitraclip procedures. The reported serious injury/illness/impairment was a result of case-specific circumstances. There is no indication of a product issue with respect to manufacture, design, or labeling.